Manufacturer narrative:
The calibration was last performed on 14-aug-2024 and it was within expectations. A general reagent problem can be excluded because the qc prior to the event was within ranges. The maintenance of the instrument was performed within specifications. The investigation did not identify a product problem. The cause of the event was due to a preanalytic issue at the customer site where the negative sample was diluted with diluent universal but the sample was not qualified for a dilution. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The e411 rack serial number was (B)(6) . The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hcg+beta (hcg+b) assay on a cobas e411 immunoassay analyzer (rack system). Initial result: 29.1 iu/l (accompanied by a data flag). The physician questioned the initial result and the sample was then sent out to the central laboratory and repeated. 1st repeat result: <5 iu/l (tested on atellica). On (B)(6) 2024, the sample was returned to the customer's site and repeated on e411. 2nd repeat result: 0.100 iu/l (accompanied by a data flag).